Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received with its original opened package. Visual inspection was performed at 12 inches under normal conditions of illumination. No marks or stains were observed on tube surface, neither on reflux connector or swivel connector. It was observed a missing connection between assembly connector. During the functional testing using the leak test, the reported issue was confirmed. Based on the analysis of the sample provided, root cause is lack of solvent by not following the manufacturing procedure. Awareness notification was made to production personnel to explain the importance of adherence or following in the manufacturing procedure.

Event description:
It was reported the device was found to leak during priming. No adverse effects reported.